Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported vela unit turbine is not working properly. At this time, there is no information regarding patient involvement associated with the reported event.